Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment rendered for the event was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: global pharmacovigilance received additional information from the pdrn. On (B)(6) 2012, dianeal therapy was withdrawn and the patient was switched to hemodialysis. On an unreported date, the patient underwent hernia surgery. The patient was contaminated during surgery when they went into the peritoneal area which caused peritonitis. The nurse confirmed the event of peritonitis and the hospitalization. Treatment was unknown. The outcome for the patient was contaminated during surgery was not reported. It was unknown if the patient had recovered from the peritonitis. An opinion of causality was not reported for the event of the patient was contaminated during surgery. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. After reviewing this new information, a medical assessment has determined that this event is no longer a reportable serious injury as the cause of the peritonitis was contamination during surgery. No further follow ups will be sent regarding this event.